Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the intervention done to resolve the reported the issues were reprogramming the lead/electrodes. Impedance failures appeared satisfied post reprogramming.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0hz81, implanted: (B)(6) 2014, product type lead . (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location for all programs except 1. The patient felt stimulation in the back, butt cheek and could not feeling it at all. The patient had a fall in august with a return of symptom in september. The patient was having an x-ray later on the day of this call to check the lead. It was noted that the patient did increase amplitude in all 4 programs but felt stimulation in the wrong location. It was noted that patient experienced going to the bathroom more. It was noted that patient has being diagnosed with "von willebrand" disease a month ago but not related. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.